Event description:
It was reported that the touch screen periodically stops functioning. The customer also reports high blood glucose levels.

Manufacturer narrative:
The product has not been returned for evaluation. Should new info become available a supplemental report will be submitted.